Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 500mcg/ml at 250mcg/day via an implantable pump. The indication for use was cancer chemotherapy. It was reported that the patient had clear fluid leaking from the spinal incision. There were no environmental, external or patient factors that may have led or contributed to the issue. The physician did explorative surgery and discovered csf (cerebral spinal fluid) leaking from the catheter entry point. The physician closed the leak with purse string sutures. It was also noted the patient is and was getting excellent therapeutic effect from the pump. The issue was resolved and the patient status at the time of the report was noted as ¿alive, no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.